Manufacturer narrative:
The device was further evaluated in the pac (product analysis center). It was observed that all device components have water damage that caused corrosion. Root cause of the reported issue is determined to be customer misuse causing water ingress into the device damaging electrical circuits and internal battery.

Event description:
A customer contacted physio control to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. A customer will be provided with the replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.